Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit's green light emitting diode (led) flickered. There was no patient involvement. The event date was not specified; estimate used.